Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the wake button was intermittently unresponsive. The customer declined to troubleshoot the issues. The customer's blood glucose was not impacted.